Event description:
A customer reported a blunt knife. A new knife was opened to complete the case. There was no impact to the pt. The knife was discarded and will not be returned for eval.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).